Event description:
The device was flagged for set ID sensor and was confirmed. The device was returned for investigations. During investigation, the pump was giving cassette error while trying to run mock infusion and happened with several cassettes. Internal investigation found there was no ingress or damage to set ID. Pump was found to fall under set ID recall and undergo recall process under repair and go through all functional testing before being reviewed by quality.

Event description:
The following has been reported: pump problem - I have a lvp pump serial# (B)(6) when testing the pump cassette problem appears on the screen. I cleaned the av pins. Then tried again and the same problem. Please see the attached file that contain the log files. There was no any report of patient harm or of the issues stopping an active infusion. Biomed also tried several cassettes. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion did not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.